Manufacturer narrative:
A4 - weight:165 a4 - weight units: not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes replaced 2 infusion sites due to being kinked and causing absorption issues. The patient would like to have replacements. The cps reviewed insertion techniques. The patient's glucose at that time was 205mg per dl in halo. The patient reported they noticed the infusion sites were not absorbing when their glucose went up to 400mg per dl. The patient stated that since being on distributor call center and it was the first time that their glucose numbers had been regularly under 200mg per dl in years and they were grateful for the change. The operator of the device was the lay user or patient. No patient harm or no patient injury. Patient details were provided: the patient is a 32 years old non-hispanic/latino asian female weighing 165. The event occurred during insertion.